Event description:
It was reported that the patient is requesting a revision for an ambicor penile prosthesis device because the device stopped working after 9 years. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.